Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
After further review, it was determined that it should be noted, that it has not been indicated that the event is related to the implant procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's ventilation perfusion scan revealed intermediate to high probability for pulmonary embolism. Also, the patient has multiple preexisting comorbidities and is in hospice care currently. Further, allegedly the issue is not related to the device.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient was experiencing difficulty breathing. As a result, the patient went to the emergency room where she received diuresis. Subsequently, the patient was hospitalized and diagnosed with deep vein thrombosis and renal dysfunction. Additionally, a pulmonary embolus was suspected. Diagnostics revealed dampened waveforms (these readings were consistent with those of the peu). The patient was to undergo a (B)(6) study as the next course of action. No additional information is available at this time.